Event description:
The pt offered no complaints pre-treatment. Approx two hrs into his treatment he complained of chest tightness. The medical director was notified and the blood flow was decreased and oxygen was given. The treatment was dicontinued and the pt stated he felt better. Blood work was drawn.pre-treatment the dialysis machine would not go into conductivity. The wands were switched in the jugs and the machine went into conductivity. It was re-checked with the hand-held meter. This MDR is being filed on the dialysis machine because it went into conductivity using ro water and acid. There was no bicarb in either jug.this pt was dialyzed the next day at the facility.